Event description:
It was reported that the device was explanted after implant duration of zero days, due to unk reasons. It was additionally reported that a second device, model #6900ptfx, was explanted. Refer to MFR# 6000002-2008-08770. Also, a third device was explanted, model #6625lp, which is not a reportable device. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.